Event description:
The customer reported multiple "system failure - cycle power" messages with error code 10004.

Manufacturer narrative:
The customer reported multiple "system failure - cycle power" messages with error code 10004. The device was evaluated at philips, and the failure was confirmed. Replacing the control pca resolved the issue.